Manufacturer narrative:
Investigation: three photos samples were provided to our quality engineer for investigation. Through visual inspection, a droplet was observed through the phaseal membrane. A device history review was performed for reported lot 1807701, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Thirty retained samples of the sample lot were evaluated for leakage testing, all results found to be acceptable. Records for in-process and lot release testing were reviewed, no incidents were identified during the tests conducted. Based on the available information we are not able to determine a root cause at this time.

Event description:
It was reported that bd phaseal¿ drug vial access device leaked. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: material no.: 515064 batch no.: 1807701. It was reported that a droplet appeared on the protector membrane. Per complaint form: after 4th puncture of a vial of doxorubicin, a droplet appeared on the protector membrane. Protector failed to prevent hazardous drug leakage.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd phaseal¿ drug vial access device leaked. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: material no.: 515064, batch no.: 1807701. It was reported that a droplet appeared on the protector membrane. Per complaint form: after 4th puncture of a vial of doxorubicin, a droplet appeared on the protector membrane. Protector failed to prevent hazardous drug leakage.